Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that 4 days post bronchoscopic lung volume reduction (blvr) procedure, the patient exhibited hemoptysis with right sided chest pain and was coughing up quarter size amounts of phlegm with blood. Subsequently, the patient was diagnosed with pneumothorax requiring surgical intervention 2 days after the symptoms occurred. The patient had one chest tube placement, bronchoscopy and lavage. Then the removal and replacement of chest tube was done as part of treatment process. The patient was stable and was hospitalized for recovery. There were no further reports of patient harm.